Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported that the image displayed from the olympus cv-190 was "flickering." The problem, as reported to olympus, occurred during a diagnostic procedure. A delay occurred but the duration of the delay was not known by the reporter. The intended procedure was completed. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Update to section h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that, based on the available information, the likely cause was a malfunction in the endoscope, cf-hq190l, in question and no abnormality in the subject device was identified.